Manufacturer narrative:
Testing and investigation found the device touchscreen was responsive but the keys were not aligned. The probable cause was due to dry contamination caused by fluid ingress which was found on the bottom of the touchscreen. (B)(4) this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.